Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a cut sample line tubing from the bottom of the mixing chamber (vc25) to the flow cell (vc18). The fse proceeded to replace the tubing to resolve the leak and no further leaks were observed. (B)(4).

Event description:
The customer reported a leak of clear fluid from the right hand side of the coulter lh 780 hematology analyzer. The volume of the leak is unknown but the customer indicated that the leak was not contained within the instrument. The customer stated that the instrument did not generate any errors at the time of the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure to the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.